Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose level of 25 mg/dl. The customer also experienced high blood glucose level of 500 mg/dl. Customer was wearing the insulin pump at time of hospitalization. The insulin pump will not be returned for analysis.